Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. In addition, high pacing thresholds were noted. Technical services (ts) reviewed the data and found two signal artifact monitor (sam) episodes due to noise oversensing, the behavior is consistent with lead fracture but has not been conclusive. No adverse patient effects were reported. This device remains in service. Additional information indicated that based in the impedance measurements the lead fracture was highly suspected. In addition, the ra lead was turned off. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information) this report is being submitted to update section b1, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. In addition, high pacing thresholds were noted. Technical services (ts) reviewed the data and found two signal artifact monitor (sam) episodes due to noise oversensing, the behavior is consistent with lead fracture but has not been conclusive. No adverse patient effects were reported. This device remains in service.